Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that: "as the doctor was twisting the screwdriver to implant a 6.5 x 35mm bone screw, the distal end of the driver shaft snapped off."